Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a broken belt clip. Customer's current blood glucose reading is 411 mg/dl. Customer also mentioned being in a comma and not knowing how the damage to the belt clip happened. No further information reported.